Event description:
The 2 cooks trans-septal needles from this lot would not pass through the sheath (2 different sheaths attempted). When they tried a new needle lot, it worked fine. There was no harm to the pt. The defective lot appears to have a different curvature. FDA safety report ID# (B)(4).